Event description:
A healthcare professional reported that the system displayed error four three zero five and patient interface was not present in the unknown patient's eye during cataract surgery.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Upon further review this complaint was reassessed and confirmed that, this event does not meet criteria for reporting as a reportable malfunction as the system displayed an error message four three zero five was displayed, in addition, there was a malfunction that occurred intermittently and does not go to the green or normal state it remained in an orange state in the patient unknown eye during surgery and there was no patient harm. No further regulatory reports required. The manufacturer internal reference number is: (B)(4).